Manufacturer narrative:
The unit was received with the left and right pawls broken and no longer holding the ratchet arm in place and needing replacement. The unit was received without the pedi-rocker arm or suitcase. The complaint was confirmed. This device is over 7 years old (manufactured in 2009).

Event description:
A customer reported that the plunger of the a2114 mayfield infinity xr2 skull clamp did not have a lot of tension and the clamp did not stay clamped when pulled apart. There was no known patient injury and surgery delay.